Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the outer and inner packaging of the implant was cracked. A different size implant was implanted.

Manufacturer narrative:
Visual inspection of the returned component in its packaging identified that both of the inner and outer cavities were cracked and the carton exhibited stress lines and creases around the bottom portion. This device is used for treatment. A product history search identified no other complaints for this part and lot combination. This lot was manufactured in december 2012 and has been in transit an unknown number of times. The noted damage on the carton indicates that this component was dropped or otherwise damaged during transit.